Event description:
Mother states that she has been using product for sometime (11/98) with no problems. She now is having problems with the bags pulling free from the button when the child turns over at night. Certain bags (but not all) within this lot seem to fit very loosely. A homehealth nurse was sent to evaluate and notes same problem.